Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pts ins battery was lasting them less than 24 hours in charge now and it was no longer helping their back pain. This issue had been going on for a while now and they tried to adjust therapy, one time pt turned up their intensity so high on b that pt could barely walk due to their legs vibrating. The stimulation was not touching their back. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.